Manufacturer narrative:
The connectors and case were confirmed to be broken. Display wires were found to be pinched, with insulation intact. Keypad flex cable was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial and ventricular connector ports. It was further reported that the epg had broken housing. The epg was returned for service. There was no patient involvement.